Event description:
Per the clinic, the patient experienced a loss of osseointegration resulting in fixture loss, subsequent to sustaining an impact to the head. There are plans to reimplant the patient with another device, however, it is unknown if this has occurred as of the date of this report, july 13th, 2012.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Device unavailable for analysis. This report is filed (B)(4) 2013.

Manufacturer narrative:
Per the patients device record, the patient was reimplanted with a new device (B)(6), 2012.this report is filed (B)(4), 2012.